Manufacturer narrative:
Please note that the initial reporters phone number is: (B)(6). Concomitant products: 035 radifocus, terumo guidewire, 6fr 90cm destination, terumo catheter sheath introducer. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure, a part of the smart control 7 x 40 stent was noted to be prematurely deployed as the product was being inserted into the non-cordis sheath used. Therefore it was exchanged for another new stent and the procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the external iliac artery. The lesion was reported to be: a 90% stenosis, not calcified and mildly tortuous. The lesion was crossed with a non-cordis guidewire. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Additional information received indicated that the temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). Nothing unusual was noted about the stent delivery system prior to use. No additional information is available. Complaint conclusion: the site reported that the stent of a 4 x 40mm smart control iliac stent delivery system (sds) prematurely deployed as it was being inserted into a non-cordis sheath. The device was exchanged and the procedure successfully completed with no reported patient injury. The event involved a percutaneous transluminal intervention on a target lesion in the external iliac artery that was described as 90% stenosed, uncalcified and mildly tortuous. The site reported that the product had been stored and handled according to the instructions for use (IFU) and nothing unusual had been noted about the sds prior to use. They checked and confirmed that the temperature exposure indicator on the pouch had a black dotted pattern with a grey background clearly visible. The lesion was crossed with a non-cordis guidewire before introducing the smart control sds. While advancing the sds through a non-cordis sheath introducer, the stent prematurely deployed within the sheath. The device was exchanged and the procedure successfully completed with no reported patient injury. No additional information is available. One non-sterile smart control, iliac 7x40ml was received coiled inside a plastic bag with a partially deployed stent (5mm). The locking pin was not received. The slider was received retracted. One kink was observed 3cm from the brite tip. No other discrepancies were found. The outer length was measured and found within specification. The stent was deployed thereby passing functional testing. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds -deployment difficulty-premature deployment¿ event was confirmed during visual analysis. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. The product IFU instructs the user to ensure that the locking pin is still in place during the introduction of the device. It further instructs to advance the device past the lesion site and then withdraw it until the radiopaque stent markers are proximal and distal to the lesion site. The user is to ensure that the sds outside the patient remains flat and straight. Slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. The user is to ensure that the locking pin should be removed from the handle prior to deployment. It is difficult to draw a clinical conclusion between the device and the event based on the information provided. However based on the analysis of the returned device, there are possible procedural or handling factors (missing locking pin and retracted slider) that may have contributed to the premature deployment. Neither the device history record review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken.